Event description:
It was reported that the heart rate "isn't consistent", "3 beats and a pause" and "sometimes 6 beat and pause" intermittently for more than one month. Also reported "soreness in chest area around the pacemaker" intermittently for several months. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.